Manufacturer narrative:
As reported, during balloon expansion of a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds), when the stent was opened it was found to be fractured. The stent was removed and the procedure was completed using a non-cordis stent. There were no reported injuries to the patient. This was during a procedure to treat renal artery stenosis. Additional information was requested; however, the information was not obtained after multiple attempts. The device was not returned for evaluation as it was discarded due to infectious disease. A product history record (phr) review of lot 82346727 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured¿ condition could not be verified as the device was not returned for analysis, nor were images provided. The exact cause of the reported event could not be determined. Procedural factors and/or device handling may have contributed to the reported event. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use, ¿appropriate sizing of the vessel is required. The expanded stent diameter should approximate the diameter of the vessel just distal to the stenosis to reduce the possibility of stent migration from the implantation site due to under-expansion and the potential for vessel damage due to over-expansion. Overstretching of the artery may result in rupture and life threatening bleeding. In the event of complications, surgical removal of the stent may be required. Standard surgical procedure is appropriate. Measure the length of the target lesion to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the lesion, taking stent foreshortening into account (refer to label for stent length when fully expanded). B. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Note: should more than one stent be required, place the stent most distal from the puncture site first, followed by placement of the proximal stent in tandem. C. Measure the diameter of the reference vessel to determine the appropriate size stent system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during balloon expansion of a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds), when the stent was opened it was found to be fractured. The stent was removed and the procedure was completed using a non-cordis stent. There were no reported injuries to the patient. This was during a procedure to treat renal artery stenosis. Additional information was requested; however, the information was not obtained after multiple attempts. The device was discarded due to infectious disease.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during balloon expansion of a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds), when the stent was opened it was found to be fractured. The stent was removed and the procedure was completed using a non-cordis stent. There were no reported injuries to the patient. This was during a procedure to treat renal artery stenosis. The device was discarded due to infectious disease.